Manufacturer narrative:
Medical device lot # changed 10/6/2017 from # 320109 to "unknown".

Manufacturer narrative:
Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that, the needle on the bd ultra fine¿ short insulin pen broke when unscrewing and removing the cap. It is unknown if this event occurred before, during or after use. There was no report of injury or medical interventions.